Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had undergone a surgical intervention to explant and replace the system ipg as the device was completely depleted of battery. The explanted product has been retained by the facility. No further pt complications were reported.